Event description:
Procedure performed: peripheral case involving the rt sfa. (Superficial femoral artery). Complication involved the peripheral balloon detached from the catheter post dilatation, the balloon portion of the catheter was left in the sfa. Physician used a snare to retrieve the balloon. No harm to the pt was noted.